Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a permanent implant procedure on (B)(6) 2017, during which a cerebrospinal fluid (csf) leak occurred. The dural tear was closed with a prolene suture. As such, the procedure was abandoned. Follow-up information revealed the patient developed a headache and was instructed to lay flat for 24 hours which resolved the issue. No devices were implanted. Please note: no device information is known at this time.